Event description:
It was reported that while tracking, the subject device catheter was fractured in the middle of the catheter. There were no clinical consequences to the patient due to the reported event.

Event description:
It was reported that while tracking, the subject device catheter was fractured in the middle of the catheter. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the long sheath was found to be separated at distal to the strain relief. The shaft was kinked and stretched at the fracture sites. The functional test could not be performed due to the condition of the returned device. Based on visual inspection, it appears the outer shaft kinked first and then stretched and separated following additional manipulation of the device while navigating in the patient. Since no resistance was reported during the procedure, it does not appear that excessive handling was involved. A probable cause of procedural factors has been assigned to the reported event and analyzed anomalies, since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.